Event description:
The customer stated that during an atrial fibrillation procedure, the pt developed mild cardiac tamponade and that the pt recovered after drainage was performed. The pt has been reported to be in a stable condition. The physician is of the opinion that the event was possibly procedure related.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."